Manufacturer narrative:
Lot#: this info was not provided during initial report and was not provided in additional info received. No investigation could be performed, no conclusion could be drawn as no device has been received. Synthes is unable to determine the MFR date without a lot number.